Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were cracked. The following information was provided by the initial reporter: "the customer's report is that black dirt on the lower part of tubes is frequently observed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for dirty tube (scratched) was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of dirty tube based on returned photos. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. As a means of mitigating this defect, when the indicated failure is observed during manufacturing the line is cleaned at each roller. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were cracked. The following information was provided by the initial reporter: "the customer's report is that black dirt on the lower part of tubes is frequently observed."